Manufacturer narrative:
(B)(4). No complaint was received with the return of the device; failure event observed during analysis. Upon receipt, the device could not communicate. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current as detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and an internal battery anomaly was found. The cause of the premature battery depletion was an internal battery anomaly. (B)(4).

Event description:
This report is to advise of an event observed during analysis.